Event description:
Procedure performed: unk. Event description: three complaints occurred at the same facility last week: complaint 1 of 3: (B)(4) - ca500 lot #1496522; complaint 2 of 3: (B)(4) - ca500; complaint 3 of 3: (B)(4) - ca500. 3 additional malfunctions of ca500 occurred at [hospital]. Rep was not present in cases. "I was able to identify the lot number of at least one of the defective handpieces: 1496522." Product is not available for return. Additional information was received via email on 23oct2023 from [name], account manager ii, applied medical. The rep was made aware on 10/19/2023. The ca500 malfunctions occurred during different procedures. There is limited information about the events since the rep was not present when the malfunctions occurred. "Clip applier fired blanks. Applied medical trocars with unknown size were used. No patient injury occurred. Case was completed after opening an additional clip applier." Patient status: no patient injury occurred. Intervention: case was completed after opening an additional clip applier.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unk. Event description: three complaints occurred at the same facility last week: complaint 1 of 3: (B)(4) lot #1496522, complaint 2 of 3: (B)(4), complaint 3 of 3: (B)(4). 3 additional malfunctions of ca500 occurred at [hospital]. Rep was not present in cases. "I was able to identify the lot number of at least one of the defective handpieces: 1496522." Product is not available for return. Additional information was received via email on 23oct2023 from [name], account manager ii, applied medical the rep was made aware on 10/19/2023. The ca500 malfunctions occurred during different procedures. There is limited information about the events since the rep was not present when the malfunctions occurred. "Clip applier fired blanks. Applied medical trocars with unknown size were used. No patient injury occurred. Case was completed after opening an additional clip applier." Patient status: no patient injury occurred. Intervention: case was completed after opening an additional clip applier.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, corrections have been implemented.